Manufacturer narrative:
Olympus technical assistance center (tac) advised the customer to perform the extended soak and try to clean it again. According to the reprocessing manual, this scope can be immersed for up to 10 hours. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the brush passage had a restriction from the suction cylinder to channel and connector and the air/water supply was blocked, and after removing nozzle still no flow. Additional findings were as follows: the label was change to new label without ce, the plastic distal end cover failed due to a crack in the glue, the forceps passage had scrape marks in channel, the angulation was low, the control knob had play, the light guide bundle cover was torn, the plastic distal end cover had deep scratches, the objective lens had a chip and old glue, and the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a seed stuck in the evis exera iii colonovideoscope. Also, it was noted that the device was blocked with no air flow. The event was identified after the diagnostic procedure during reprocessing. There were no reports of patient harm or impact associated with the reported event. This report is related to patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. However, it¿s likely the cause is related to deviation of reprocessing via the instruction manual. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.